Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that during intra aortic balloon (iab) therapy there was gas loss alarm. There was no harm or injury reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected field: g2, h6 (medical device problem code). No decon or visual inspection performed since product was not returned and could not be evaluated. The call was received via the emergency support line during device use, the nurse on the call reported a gas loss alarm. She had already checked the connections and used the iab fill key to resolve the issue and no blood or discoloration was found in the helium tubing. The support representative reviewed the troubleshooting steps to check the helium tubing for blood/discoloration, press iab fill for 2-3 seconds, press start and recheck the helium tubing. Based on the description the cause of the alarm was not clinically evident at the time. (B)(6) was advised to call back if the alarm recurred frequently. The device was not returned for evaluation, it is impossible to define how the issue have occurred. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.